Event description:
A surgeon reported two patients diagnosed with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The surgeries occurred on the same day and performed by the same surgeon. The patient's symptoms were noted on post-operative day one. Associated complications include corneal edema, hypopon, extensive posterior synechiae and coagulum in the anterior chamber. The patient was treated with topical and subconjunctival injections of mydriatics and steroids. The surgeon indicated it is unknown if the device caused/contributed to the event. No cultures were taken. In a follow up, the surgical technician reported both patients are "doing fine, with no problems" after the postoperative treatment. There are two medical device reports associated with this event. This report is for the first of two patients.

Manufacturer narrative:
Evaluation summary: no monarch injector was returned for a report of tass. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause cannot be determined. Because the root cause is unknown, no malfunctions were confirmed and no similar incidents can be identified. Additional information was requested on 12/13/2011 by phone, fax and mail. A completed questionnaire was received on 01/18/2012. (B)(4).